Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the implantable cardioverter defibrillator and presented to the clinic for a device check. The device was reprogrammed to the recommended settings. The patient's condition was stable.